Manufacturer narrative:
The customer¿s experience of a syringe not recognized was not confirmed. The pcu event log shows on (B)(6) 2019, the user had difficulty selecting a syringe on two different syringe modules. The log does show that eventually the user selected a 1ml bd plastipak syringe and was able to infuse drugid 1 on syringe module s/n (B)(4) at a rate of 1ml/hr and infused 0.224ml before the device was channeled off. The syringe module and the syringe were not returned for investigation. The syringe used was not identified by the customer other than it was a 1ml syringe. The only approved 1ml syringe is bd model 309628. The bd 1ml and bd 3ml syringe have almost identical external barrel diameters so the syringe module will not be able to differentiate between these two syringe types. Variances in outer diameters are also often too slight to accurately and reliably identify the installed syringe, and it is up to the clinician to carefully identify the correct syringe size and brand. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that the pump would not recognize 1ml syringe. The syringe was correctly position and the plunger cap was against the sensor but it still read a 3ml syringe. After trouble shooting, changing the syringe was successful. Although requested, no further information was received.